Event description:
Invalid results. We got a call from a customer that is having an issue with 2 flowflex covid 19 antigen test kits. The customer just purchased the test kits from fry's, so this is an out of box issue. When the customer performed both the tests correctly, she got nothing next to the t-line, and nothing next to the c-line. Customer performed the test correctly with 4 drops of the buffer solution into the s-well and waited the 15 minutes. The customer was not able to send us a picture of the test cassettes. I advised the customer that I will be forwarding the information to the complaint team for review. Customer will await an email back from acon labs.

Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov3100001 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
Invalid results. We got a call from a customer that is having an issue with 2 flowflex covid 19 antigen test kits. The customer just purchased the test kits from fry's , so this is an out of box issue. When the customer performed both the tests correctly, she got nothing next to the t-line, and nothing next to the c-line. Customer performed the test correctly with 4 drops of the buffer solution into the s-well and waited the 15 minutes. The customer was not able to send us a picture of the test cassettes. I advised the customer that I will be forwarding the information to the complaint team for review. Customer will await an email back from acon labs.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.